Manufacturer narrative:
The company rep examined the system, tested the cautery, and could not duplicate the reported event; no parts were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported that the cautery was not working during a vitrectomy procedure. The surgeon switched to the phaco unit in order to finish the cauterizing process. There was no harm or injury to the pt.